Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported the patient had many symptoms. The pump was causing her pain, hurting her and jeopardizing her life. The pump was hurting her kidney and bladder. The patient¿s bladder was descended, and her pancreas had fluid around it. Where the motor of the pump was, it was pushing on her bladder and pancreas. The patient could not stand for 35 days straight and had to have home care. The patient could not walk 10 feet. The patient could not ¿pee¿ and had vaginal pain. The patient was in the emergency room (ER) in (B)(6) 2017. The pump was filled in (B)(6). The pump went empty. The patient moved from (B)(6) and the pump went dry because she was not able to find a physician to fill the pump. The patient found a physician and they were not able to ¿unlock¿ the pump so were not able to fill it. The patient wanted to find a physician to turn off the pump and have it removed. The patient wanted a code to turn off the pump, so she can give it to the physician. The pump was supposed to be turned off, but she cannot get the code. The patient felt that it was not alright and that she should be able to turn off the pump in her body. The pump needs to come out. The pump was defective and causing her problems.